Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The returned pump was inspected and there were no physical abnormalities. The 5s parameters were within specification. The data logs confirm placement signal not reliable alarms against the optical sensor. The root cause of the optical signal issue was most likely patient condition. The logs also showed placement signal trending in downwards before going out of range. Placement signal then trends upwards with a concurrent downward trend in pump flow. The pump was tested in the lab and sensor drift reproduced. The root cause of the placement signal issue was determined to be a sensor drift of the sensor as evidenced by identified log pattern and returned product analysis. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted for circulatory support. Shortly after implantation, a ¿placement signal not reliable¿ alarm occurred. The alarm audio was disabled, and support was continued. The pump remained operational until weaning and explantation. No patient harm was reported.